Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy functional end to end anastomosis, when trying to fire, firing stopped on the halfway and staple did not advance. A new cartridge was used but the same event occurred. The procedure was completed with manual suturing. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection noted the first single use loading unit (sulu) received displayed a full complement of staples. The knife assembly and white sleeve were disengaged. The pusher thumb piece was intact. Visual inspection noted the second sulu received was fully applied. Microscopic inspection noted no damage to the knife blade of both loading units. Functional testing was precluded for the first loading unit due to the observed damage. The second loading unit was reset and loaded into pmv test unit. The test instrument and loading unit were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition occurs when the firing handle is over retracted prior to firing. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.